Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emits thermal odor. There was no report of patient harm or injury. An external and internal inspection of the device and observed the following: dust-like contamination in the iso port. Potential mineral deposit stains in the water tank. Burnt odor coming from the blower motor. Underside of the heater plate rough patch consistent with charred epoxy from thermal stress. Also, the left side of the underside of the heater plate had separation from the metal base and appeared to be lifting up from the assembly. There is evidence of humidifier heater plate epoxy degradation. This report is being submitted for the corrosion on heater plate which confirm the thermal event. In this report, section h6 [problem code] has been updated.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emits thermal odor. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. An external and internal inspection of the device and observed the following: dust-like contamination in the iso port. Potential mineral deposit stains in the water tank. Unknown beige fiber-like contamination found on the pca (printed circuit assembly) board. Unknown beige fiber-like contamination and potential hairs found on the inlet/outlet seal.. Unknown white dust-like contamination and a potential hair found at the air input of the blower box.. Bottom of blower box was visually free of contamination. Burnt odor coming from the blower motor. Pil took apart blower motor and found no issues. Underside of the heater plate had an approximately 1 x 2-inch rough patch consistent with charred epoxy from thermal stress. Also, the left side of the underside of the heater plate had separation from the metal base and appeared to be lifting up from the assembly. Heater plate manufacturer is sunny, and the following is what was stamped on the heater plate: pn: 113918, rev:01. Sana fa1304 12v 46w 20/8/20. Heater plate spring had an unknown brown sticky substance in approximate location of the thermal event of the heater plate. Pil checked the heater plate resistance and thermistor resistance: thermistor = 9.76k ohms. Heater plate = 3.3 ohms. As there is evidence of humidifier heater plate epoxy degradation. Characteristics of ra heater plate are consistent with known failure mode identified in sunny (MFR) heater plates. Heater plate MFR (sunny) has implemented manufacturing process changes to address this issue (as of 11/2020). Reference alm1074 for further details. Root cause of customer complaint/return is supplier (sunny) manufacturing/assembly error.